Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones. The pattern of these tones is suspicious for elective replacement indicator (eri). To date, there have been no reported patient symptoms associated with this clinical observation.